Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a damaged insertion tube. The issue was discovered during reprocessing. There was no patient involvement.